Manufacturer narrative:
Operator of device: operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA? Is unknown.

Event description:
It was reported that cassette was not attached during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced inoperable dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 19-may-2021.